Manufacturer narrative:
The report of a rear case issue are cracked is confirmed based on a class iii field correction; however no product was returned for this file. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The device is used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer is replacing the kit shielded rear case assy pcu 1.5 as they are cracked.